Manufacturer narrative:
Updated with additional procedural information: it was reported that during a procedure to the superficial femoral artery the tip of an outback device kinked and broke. The device was flushed and prepped correctly and the wire [approved for use with the outback] was moving freely once we passed the lesion. The physician retraced the catheter to try a different wire and flushed the outback again but the tip was kinked and broken. The wire would not load on the distal end. The outback and the wire were removed together and the procedure was completed with balloon inflation to the iliac artery. There was no reported patient injury. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 17058567 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information was received that the access site was the femoral for an sfa intervention. The catheter was not coiled at any point prior to insertion. A 014 spartacore guide wire was used? 014. The device was removed with the wire. The tip did not break into separate pieces. The procedure was not successfully completed due to no reentry. There was no difficulty advancing the outback over the guidewire and an approved guidewire was used for the procedure. The procedure was completed with ballooning of the iliac. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that the tip of an outback device kinked and broke. The device was flushed and prepped correctly and the wire was moving freely once we passed the lesion. The physician retraced the catheter to try a different wire and flushed the outback again but the tip was kinked and broken. The wire would not load on the distal end. There was no patient injury and no issues.

Manufacturer narrative:
It was reported that the tip of an outback device kinked and broke. The device was flushed and prepped correctly and the wire was moving freely once we passed the lesion. The physician retraced the catheter to try a different wire and flushed the outback again but the tip was kinked and broken. The wire would not load on the distal end. There was no reported patient injury. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 17058567 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
An additional device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.